Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation and atrial flutter ablation with a qdot micro catheter and varipulse catheter and the patient experienced phrenic nerve palsy. The patient had an ablation procedure on (B)(6) 2026, and then over two months later the patient presented to the ER (emergency room) for some unrelated event on 09-march-2026, specifically for a positive stress test and chest pain. An x-ray was performed through which the medical team identified phrenic nerve palsy. While the scans confirmed the phrenic nerve palsy, the patient was asymptomatic. No medical intervention was performed. The patient did not require extended hospitalization. The physician's opinion on the cause of the adverse event was that he believes it is from the rf (radiofrequency) lesions on the posterior lateral ra (right atrium). There are two reports for this event, one for the qdot and one for the varipulse. This report is for the varipulse.